Manufacturer narrative:
The reported issue of needle broken was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle 24x1in tw india needle broke from the hub while giving injection. While doctor giving the injection of dynapaar on patient needle broke from the hub & needle remain in the patient body.